Manufacturer narrative:
E1: (B)(6). One device was returned for analysis with complaint that the pump does not recognize the unlock code and there are no protocols in memory. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. The device is in good physical condition. Testing found that the pump can't hold data, which is caused by a faulty printed wire assembly (pwa). The reported complaint was replicated. Replaced the pwa to address the reported problem.

Event description:
It was reported that the pump does not recognize the unlock code and there are no protocols in memory. There was patient involvement. No patient harm was reported.